Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there might be ink under his lcd screen. The customer stated that he had a hard time reading the screen. The customer stated that he cannot see what he is doing on the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump received with cracked case at display window corner, cracked reservoir tube lip, minor scratched display window and cracked and bleeding lcd glass.